Event description:
The patient reported that they felt stimulation turn on/off, seemed positional. The programmer was synced with the implantable neuro stimulator (ins) and the programmer showed stimulation on. They did have the ability to change stimulation. It was reviewed that they try to increase or decrease stimulation if medical appropriate but this did not resolve the reported issue. The patient did not have adaptive stimulation. The patient did have another group to try, this did not resolve. They were instructed to call their manufacturer representative (rep) by their health care professional (hcp). There was pain in the leg, left leg from the ankle all the way up to the hi, not feeling stimulation. The changes in therapy/symptoms were noted to be sudden. This was the last week or week and a half, (B)(6) 2016. The patient reported that they were charging more frequently but that was because they had increased stimulation strength. There was no complaint just context provided.

Event description:
Follow up information received from the patient reported that they met with the manufacturer's representative in the doctor's office to check out their implantable neurostimulator (ins) system and found no problem. The intermittent stimulation and pain in the left leg/hips was not resolved and the ins was still not working. An x-ray taken showed no breaks in the wires. The physician stated that they will get in contact with the manufacturer's representative. Additional information received from the representative on (B)(6) 2016 reported that the patient had no stimulation. The representative reported that they had "maxed out" all of the contacts but the patient felt nothing. Impedance testing was performed and had values in the range of 3440-7027 ohms. The representative did not have access to historical impedances. There was no recent medical testing or emi exposure to the patient. Also, the patient had no falls or trauma related to the issue. It was confirmed that imaging performed and no movement of the lead was seen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had their system in for ¿like 26 years,¿ but had to have the whole system replaced because it wasn¿t working, but the manufacturer¿s representative (rep) found nothing wrong with it. It was unknown if the consumer recovered completely following the surgery. The timeline of the event was unclear and follow up was conducted to clarify device associated with system replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.